Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture and intermittent sensing. The patient felt tired and out of breath. This lead was found to have dislodged. The suspected cause is the patient's small veinous anatomy. Due to the patient's anatomy, the physician suspected that the left ventricular lead could dislodge again. This lead was replaced with a lv lead of a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.